Event description:
It was reported that stent damage occurred. The 80% diffusely stenosed target lesion was located in the mildly tortuous and moderately calcified proximal end of the left anterior descending artery. A 3.50 x 38 synergy drug eluting stent was advanced for treatment; however, the stent strut was lifted up. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older device evaluated by MFR: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts in the middle region were found to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues present with the hypotube of this device. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 80% diffusely stenosed target lesion was located in the mildly tortuous and moderately calcified proximal end of the left anterior descending artery. A 3.50 x 38 synergy drug eluting stent was advanced for treatment; however, the stent strut was lifted up. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.